Event description:
Device 1 of 4: reference MFR report number: 1627487-2019-01946. Reference MFR report number: 1627487-2019-01947. Reference MFR report number: 1627487-2019-01948. It was reported that the patient lost stimulation. Reprogramming was attempted to no avail. X-rays were taken and it was determined that all four leads had migrated. Surgical intervention was undertaken wherein the patient's leads were explanted and replaced. Therapy was restored to the patient post-operatively.